Manufacturer narrative:
On 6/2/2019 candela field service engineer (fse) evaluated all units at the site as the reporter did not know which unit was used for treatment. Fse did not identify any problems with the units; measured energy outputs to be within specifications, inspected optics and beam alignments to be okay, and that units tested within specifications. Based on the information available, there is an indication that the patient was not treated per the guidelines in the gl-pro treatment guide as a test spot was not performed prior to treatment, since the fluence was changed from the prior treatment to 7j from 6j and also the pulse width of 5ms goes against the recommended pulse width of 3ms. Performing a test spot with the new fluence would have identified any reactions to the parameters prior to actual treatment being completed. The operator's manual also advises on performing a test spot every time a treatment parameter is changed from lower settings to higher settings. There is also a risk for burn in case there is insufficient cooling to the treatment area. No further corrective actions required for this complaint at this time. Clinical education reviewed treatment parameters and settings with the customer. Device evaluation was completed with no problem being identified. No new risks or hazards identified with this complaint. Reported patient impact is identified in the clinical failure mode and effect analysis (fmea).

Event description:
On (B)(6) 2019, a clinic in (B)(6) reported to technical support, that a (B)(6) year-old female patient received her second laser hair removal treatment on full legs using glentlelase pro laser on (B)(6) 2019. There was no discomfort or pain reported during treatment; post-treatment was normal, same as first treatment. The night of treatment, patient reported that the treated area became irritated and pulsing. The next day the patient went to the emergency room. The area had red swelling throughout and fluid filled blisters; large blisters on lower legs were drained. The patient was prescribed flamazine (silver sulfadiazine) and wounds to be wrapped every 1-2 days. The customer reports that the injury is expected to heal; unsure about scarring.)